Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not provided.

Event description:
It was reported that the patient presented for a lead repositioning procedure. During the procedure, the lead could not be repositioned despite multiple attempts. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: please retract this report 2017865-2021-17198